Event description:
It was reported that during servicing the attachment was corroded. At the time of the report, there was no patient involvement. Additional information received on evaluation stating that distal bearing was misaligned made this event reportable.

Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of attachment corrosion was confirmed. The likely cause of failure could not be determined. However, it was also noted that distal bearing was misaligned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.